Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated via radiofrequency telemetry. The device software was updated and the issue was successfully resolved. There were no patient consequences.